Event description:
It was reported while on scene for a transport, the stretcher would allegedly not raise or lower using the power feature. The medic team made the decision to transfer the patient care to another crew. It was confirmed the manual release did function as intended but was not utilized to continue the transport. There have been no reports of adverse effect to the patient as a result of the incident.

Manufacturer narrative:
The stretcher was returned to the manufacturer. A visual and functional evaluation was conducted by a quality technician. The reported issue could not be duplicated; however, possible damage to a sensor was observed which could have potentially caused the intermittent error reported by the complainant. This sensor was replaced and the stretcher was returned to the complainant. No additional information regarding the incident was provided by the complainant. The IFU contains instructions for troubleshooting the reported error message as well as the availability of a manual operation system to maintain the intended use of the cot.

Event description:
It was reported while on scene for a transport, the stretcher would allegedly not raise or lower using the power feature. The medic team made the decision to transfer the patient care to another crew. It was confirmed the manual release did function as intended but was not utilized to continue the transport. There have been no reports of adverse effect to the patient as a result of the incident.